Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant close door messages were reproduced and confirmed through eval. This condition was caused by loose link screws. The alarm was resolved during eval by adjusting the screws. The link screws were replaced to correct this condition.

Event description:
It was reported a spectrum pump had constant close door messages. It was also reported that there was no pt involvement.